Event description:
It was reported through clinic notes dated (B) (6) 2008 that a vns pt was taken to the ER due to multiple seizures that were of unk causes. Furthermore, it was stated the pt was doing better after the reported multiple seizures, and interventions taken at the time were to increase the pt's vns current. However, at the moment, the root cause of the increase in seizures is unk as well as the relationship with vns therapy. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.